Manufacturer narrative:
If device is put on or taken off too brutally, then device could have an adverse reaction to patients mouth/teeth. Device was redesigned to include a smaller center orifice to help minimize this problem.

Event description:
Device was used in a bronchoscopy procedure. The reporting hospital staff stated they found the bite block big, but did use it. During the procedure, the patient suffered damage/breakage to front teeth.